Event description:
It was reported that the right ventricular (rv) lead had high impedance, no capture and noise. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:18. Daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance = 741 to 4047 ohms peak between (B)(6) 2012.